Manufacturer narrative:
Upon visual inspection there was no issue found that would be related to the reported event. The erbe was tested using the system, the unit energized and cauterized all ports and instruments without an issue. Root cause is attributed to a defective generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar was stuck. Technical support engineer (tse) was not able to properly communicate with staff since caller was spanish speaking. Field service engineer (fse) to follow up. There was no reported patient injury. Intuitive confirmed with the customer that the issue was resolved.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.